Event description:
Information received indicates, the account installed a new foot hydraulic cylinder on the stretcher and it is drifting down.

Manufacturer narrative:
The technician attempted to bleed the hydraulic cylinder, but the issue remained. The technician replaced the hi/low foot cylinder to repair the stretcher.